Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (charger is not working) was confirmed. Upon receipt, the charger would not power up. The cause of the charger not powering up was a defective power supply brick. The root cause of the faulty power supply brick cannot be positively determined. The charger was otherwise fully functional. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger.

Event description:
A (B)(6) female pt's boyfriend contacted zoll lifecor customer support service to report that the pt's battery charger was not working properly. He tried the charger from multiple power outlets with the same result. The pt was provided with a replacement battery charger.